Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor needle fractured while in the body. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the sensor missing may be in the body. Customer was unsure if the sensor was still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.